Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver overheating could not be determined. A probable cause could not be determined.